Manufacturer narrative:
Product analysis was unable to confirm the reported events related to erosion. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The contamination was found inside pump. The pump was not functionally tested due to contamination. Product analysis was unable to confirm the reported allegation related to erosion nor identify device malfunction with returned pump.

Event description:
It was reported that the patient underwent a revision procedure due to erosion with an inflatable penile prosthesis (ipp). The cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted.